Manufacturer narrative:
(Shp cable) the evaluation confirmed the reported event, "on 3/8/2024, it was reported by an arthrex subsidiary employee via sems (B)(4) that an ar-8332h shaver handpiece cable was cut. This was discovered during the case with no patient harm." And attributed it to misuse.

Event description:
On 3/8/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8332h shaver handpiece cable was cut. This was discovered during the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.